Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube was broken and the fiber bonding in the outer tube area was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the broken outer tube, the error 104 occurred. Additionally, the fiber bonding in the outer tube area was damage due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had a fog free function error e104. The issue was found during inspection for use. There were no reports of patient involvement.